Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange procedure, there was blood seen under the insulation and insulation damage noted on the right ventricular (rv) lead. The lead was repaired using medical adhesive and a sleeve and the patient was stable with no consequences.